Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the device came out of the puncture site during use in a percutaneous transluminal coronary angioplasty (ptca) procedure. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepared and used according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician was certified in the use of the exoseal vcd and had used the device several times prior to this procedure. The procedure was performed using a retrograde approach. Angiography verified femoral artery suitability, including a vascular sheath introducer insertion angle of 30¿45 degrees and a vessel diameter greater than 5 mm. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site. There was no stenosis greater than 50% at the puncture site. The target femoral site had not been closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have the thumb placed on the plug deployment button during retraction. The device was returned for evaluation.